Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a disassociation. The liner was also noted to have been cracked.

Manufacturer narrative:
Patient was revised to address a disassociation. The liner was also noted to have been cracked. Doi: (B)(6) 2010 - dor: (B)(6) 15 (right hip). No device associated with this report was received for examination. A review of the device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.